Event description:
The electrical cord that connects the pulsate pump assembly to the wall heated up and caused combustion at the wall receptacle. This occurred in a patient room while the pt was in the bed. The pt was safely removed and did not sustain any injuries. Staff activated the fire alarm and was able to extinguish the flames. San francisco fire department responded to the scene. This was the third separate incident related to the pulsate pumping assembly (which is the pump and cord).